Manufacturer narrative:
A4) patient weight - not available from facility. A5) patient ethnicity - not available from facility. A6) patient race - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history are not available from facility. H3/h6) the turbo-elite was returned; however, device evaluation is pending. A supplemental report will be submitted once evaluation is completed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A peripheral atherectomy procedure commenced to treat a fibrous lesion in the mid popliteal artery. A spectranetics turbo-elite laser atherectomy catheter passed three times in the 70% stenosed artery with no issues. However, upon removal, it was discovered that the distal marker band had separated within the patient. A non-philips balloon was used to successfully retrieve the marker band. The procedure was completed with no reported patient harm. This report captures the turbo-elite distal marker band which separated, requiring intervention for retrieval.

Manufacturer narrative:
D9) the turbo-elite device was returned to the manufacturer for evaluation 05mar2025. G3) the device evaluation and investigation was completed 06mar2025. H3) the turbo-elite device and separated marker band were returned for evaluation. Visual inspection found epoxy exposed in the area where the marker band detached. The locking feature was observed to be too far proximal, and the epoxy appeared underfilled. The marker band appeared concentric, but the internal dimensions were out of specification. H6) based on the device evaluation and investigation, the cause of the marker band separation was due to a supplier related issue. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.